Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer had been running high since (B)(6) 2018 and the blood glucose was in the range of 300mg/dl. Yesterday customer had high blood glucose value in the range of 600mg/dl. The customer¿s current blood glucose level was 289 mg/dl. The customer was treated with bolus and manual injections. The insulin pump will not be returned for analysis.